Manufacturer narrative:
No conclusion can be made. Based on the information provided we are unable to determine to what extent, if any, the alleged bard device may have caused or contributed to the reported events. The information provided is limited to the maude event report as contact information was not provided. Without a lot number a review of the manufacturing records is not possible. Infection and adhesions are known inherent risks of surgery and are identified as possible complications in the instructions-for-use. Note the alleged infection occured following the explant procedure, during which a part of the colon was removed. There is no allegation of infection prior to the revision surgery. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
The following was reported maude event report (mw5083313): "mesh tangled with intestines and caused a blockage. Needed emergency surgery to untangle. Lost part of my colon and then got infection. Almost died."